Event description:
It was reported that the patient underwent an explant procedure due to healing impaired and exposure of the battery site incision. The patient was doing well postoperatively. The explant device will not be returned as it was kept by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 18463536/18650660.